Event description:
It was reported that the device was unable to complete the over-temperature test and does not have any physical damage present. There was unknown patient involvement and unknown harm/adverse event was reported.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received. Per visual inspection, degraded user interface/membrane switch, ac cable, front cover, and slow leak from front water tank cover. The complaint was confirmed by testing the button and visual inspection. The cause was the user interface membrane. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced user interface membrane, ac cable, front water tank cover, front cover, rubber feet, side label. The device passed all functional tests after the repair.